Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: damage/device interaction/functional. Visual inspection: the 3.2mm trocar (part #: 03.037.019 / lot #: l345296) was received at us cq. Visual inspection of the returned device indicates that the device was bent, additionally, both yellow identification line-markings on the trocar head were missing. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional inspection: the functional inspection was performed on the returned devices at cq. It is observed there is some resistance while inserting the device into the mating devices blade/screw guide sleeve (part #: 03.037.017) and 3.2mm wire guide sleeve (part #: 03.037.018) ¿due to the bent portion of the device. Since the device was bent, that would have resulted in the device interaction issue. The complaint can be replicated with the returned devices. Dimensional inspection: dimensional inspection of the device was performed at cq. Document/ specification review: the following drawings were reviewed during the investigation. The complaint was confirmed. Investigation conclusion: the complaint condition was confirmed for the trocar part #: 03.037.019 / lot #: l345296). While a definitive root cause for the reported problems cannot be determined, it is possible that the device might have encountered unintended forces. The missing epoxy was investigated under CAPA. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.037.019, lot # l345296, manufacturing site: bettlach, release to warehouse date: apr. 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the hip surgery, the blade screw guide sleeve trocars were jamming up and the press-fit was not working appropriately. In the same case, the flexible hexagonal screwdriver cannulation was not cannulated and the item blocking it was not able to be removed. The was no surgical delay and no patient harm. Procedure outcome is unknown. This complaint involves four (4) devices. This report is for (1) 3.2mm trocar. This report is 3 of 4 (B)(4).